Event description:
It was reported that the drain bag tubing was leaking where the clamp was attached and drain bag tubing was not flowing properly causing the nurses to place bags on the floor to get the foley to drain and foley catheter leaking from the urethra. In another instance foley was coming out of the patient and foley catheter was extremely stiff causing a lot of patient discomfort and there was difficulty getting the balloon to inflate . No medical intervention was reported. Per follow up via phone on 03jul2024, it was reported that one instance was from the urethra and one from the bag. The device was replaced.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿tubing does not meet specification". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing was leaking where the clamp was attached and drain bag tubing was not flowing properly causing the nurses to place bags on the floor to get the foley to drain and foley catheter leaking from the urethra. In another instance foley was coming out of the patient and foley catheter was extremely stiff causing a lot of patient discomfort and there was difficulty getting the balloon to inflate. No medical intervention was reported.